Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of connection was occurred. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss. The probable cause of loss of connection could not be determined. The reported event of loss of connection is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.